Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited inappropriate anti tachycardia pacing that could not terminate the tachycardia. Programming changes were made on the device.